Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a noise that sounded like the ¿pumps were fighting together¿ and ¿someone taking a hammer to it¿. The noise would wake up the patient and wife. The patient also reported drain line alarms which occurred in drain 3 of 5. The patient discontinued treatment during drain 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3955 ml during drain 4 of the treatment. This drain volume is 197% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as received simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The sound (noise) emitted from the cycler during the test treatment was normal. The cycler underwent a system air leak test, valve actuation testing, and teach pump test and was found to meet product specifications. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a noise that sounded like the ¿pumps were fighting together¿ and ¿someone taking a hammer to it¿. The noise would wake up the patient and wife. The patient also reported drain line alarms which occurred in drain 3 of 5. The patient discontinued treatment during drain 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3955 ml during drain 4 of the treatment. This drain volume is 197% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been obtained.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a noise that sounded like the ¿pumps were fighting together¿ and ¿someone taking a hammer to it¿. The noise would wake up the patient and wife. The patient also reported drain line alarms which occurred in drain 3 of 5. The patient discontinued treatment during drain 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3955 ml during drain 4 of the treatment. This drain volume is 197% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a noise that sounded like the ¿pumps were fighting together¿ and ¿someone taking a hammer to it¿. The noise would wake up the patient and wife. The patient also reported drain line alarms which occurred in drain 3 of 5. The patient discontinued treatment during drain 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3955 ml during drain 4 of the treatment. This drain volume is 197% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information requested but has not been obtained.